Manufacturer narrative:
Patient sample was collected in a vacutainer tube. Controls were run before and after the incident and are currently performing within qc specifications. A bci field service engineer (fse) ran reproducibility, checked qc files and found no instrument problems. The instrument was verified and system was validated. A definitive root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to a patient sample which was analyzed three times on the act 5diff al instrument. The initial run had a platelet (plt) result of 1 with an instrument generated flag that was considered correct. The second run gave an incorrect high plt result of 80 with instrument generated flags. The third run gave an incorrect high plt result of 155 without any flags. The erroneous erratic results were reported outside of the laboratory. The patient was sent to the hospital and redrawn, where plt result on a reference instrument was a 2 and correlated to the initial flagged run result of 1 on the act that was considered correct. On (B)(6) 2011, a manual smear was performed at the hospital which confirmed the low plt count with no signs of clumping or presence of cold agglutinin. Cbc results for all sample runs correlated except for plt. No death or injury. The patient was administered platelets based on repeat results from the hospital.